Manufacturer narrative:
(B)(4). Our field service engineer (fse) confirmed the reported issue from the exported device logs, but could not reproduce the problem on site. He replaced the control printed-circuit(pc) board according to the recommendations in the service manual, and performed safety and functional tests successfully before the ventilator was returned to service. Evaluation of the received device logs confirmed a single occurrence of the reported technical error codes and a stoppage of ventilation on the date of event. The logs showed that the technical errors were preceded by a breathing sub-system error, indicating an automatic restart of the breathing sub-system after detection of an error in the stored parameter setting values in its persistent memory. The ventilator was turned off shortly afterwards by the user. When turned on again, the day after the event, the control pc board functioned normally. The returned control pc board was installed in a reference ventilator for testing. Several pre-use checks tests succeeded and a simulated-use test of ventilation ran for 2 weeks without any deficiency noted. Our conclusion is that the most probable cause was a temporary corruption of data, or data that was momentarily perceived as corrupt, by the breathing sub-system at the time of the event. The reason why the persistent memory had failed has not been determined from this investigation.

Event description:
(B)(4).

Manufacturer narrative:
On (B)(6) 2016 01:59 pm (gmt-5:00) added by (B)(6) ((B)(4)): further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
On (B)(6) 2016 01:54 pm (gmt-5:00) added by (B)(6) ((B)(4)): it was reported that ventilation stopped while the ventilator was connected to a patient. Error codes were generated at the time of the event, indicating disabled valves and internal memory failure. The patient was hand ventilated and the ventilator was replaced with another one. There was no patient harm. (B)(4).